Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise, oversensing, and pacing inhibition with no asystole observed. The cause was not determined but believed to be related to the service age of the lead. No additional adverse patient effects were reported.